Event description:
No output with lead only on analyzer was reported. The pacer was inhibited when lead plugged in. The lead was explanted. No patient complications have been reported as a result of this event.